Event description:
It was reported that levophed (16mg/d5w 250ml) was programmed manually using guardrails at a continuous titratable rate (0-60mcg/min) . It was noted the patient's blood pressure suddenly "went very high". The clinician paused the pump running the levophed and clamped the line. The patient's blood pressure came to normotensive levels approximately seven (7) minutes after the drip was paused. No further interventions were provided, no harm was reported. It was further reported by the customer covid + patient in isolation was receiving max concentration of levophed. Pump was turned off, causing patient's blood pressure to decrease. The infusion was then restarted at a rate of 2cmg/kg/min. This caused a rapid spike in the patient¿s blood pressure. The clinician then again shut off the pump, clamped the tubing and removed the channel from the room.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that levophed (16mg/d5w 250ml) was programmed manually using guardrails at a continuous titratable rate (0-60mcg/min) . It was noted the patient's blood pressure suddenly "went very high". The clinician paused the pump running the levophed and clamped the line. The patient's blood pressure came to normotensive levels approximately seven (7) minutes after the drip was paused. No further interventions were provided, no harm was reported.